Event description:
On opening the sterile implant from packaging, it was immediately noticed by the scrub nurse and confirmed by surgeon and stryker cnc that there was a noticeable scratch on the stem that was measured to be approximately 8mm in length. Product was implanted as the nearest replacement implant was at least an hour away.

Manufacturer narrative:
The device is not available for evaluation as it was implanted. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): device implanted.

Manufacturer narrative:
The patient is 16(B)(6) in height. An event regarding damage involving an exeter device was reported. The event was not confirmed. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. It was reported that a superficial scratch was visible on the stem approximately 5cm from the distal tip towards the lateral side. Neither photos or the device were provided for evaluation and it is not possible to confirm if the mark was a scratch or investigate the potential cause for the mark. A review of the manufacturing controls was completed by the supplier and there is 100% inspection performed on the devices prior to release. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the IFU also indicates that the highly polished portion of the implant should not come in contact with hard surfaces.

Event description:
On opening the sterile implant from packaging, it was immediately noticed by the scrub nurse and confirmed by surgeon and stryker cnc that there was a noticeable scratch on the stem that was measured to be approximately 8mm in length. Product was implanted as the nearest replacement implant was at least an hour away.